Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced poor performance with device use. Subsequently, the device was electively explanted on (B)(6) 2017 and the patient was reimplanted with new device during the same surgery.